Event description:
It was reported that infusion solution was leaking from the optical module connector during use. The catheter was inserted from the right internal jugular vein. Three days later the sheet was found wet and infusion solution was leaking from the optical module connector. The catheter was removed. No patient injury was reported.

Manufacturer narrative:
One catheter, with non-edwards three-way stopcocks attached at hubs, was returned for evaluation. The catheter was found to have an interlumen leakage in the backform between the proximal and optic lumens. Distal lumen was patent without any leakage or occlusion. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at (B)(4) magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.